Event description:
Phone call received from a husband on behalf of his wife regarding kerracontact advance sliver wound contact dressing. His wife used the kerracontact around 3 weeks ago on a wound. It appeared to make the wound worse rather than helping it get better. When the dressing was removed it looked much worse. She thinks she might have been allergic to the dressing. She has spoken to the consultant who has advised her to get sliver nitrate sticks and apply it to the wound. However she would like to know whether the dressings contain silver nitrate. If they do contain silver nitrate she would not be able to use the sticks.